Event description:
Initial event severity rating: event reached patient- caused minor harm or required minimal intervention. Event description: bedside rn (registered nurse) with order to remove umbilical vein catheter. Tape removed to begin withdrawal process and line snapped in rns hand. Rn held on to residual line inside baby and md (doctor) called to bedside. Line successfully removed. Full catheter was removed as noted by count back, via line measurement. Baby stable with no bleeding. Will continue to monitor.